Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown played in the need for the reported treatment. Other factors, such as prior tooth history and dental treatment, may have contributed to the need for endodontic treatment.

Event description:
On (B)(6) 2016, a dental office reported that a (B)(6) female patient required root canal therapy on tooth #31. This tooth received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2014, because a prior restoration had failed and decay was present. On (B)(6) 2015, this patient underwent root canal therapy; the nature of the symptoms that led to the treatment and the date of their onset were not provided to 3m. The root canal therapy was accomplished through an access port in the crown which was subsequently filled; the crown remains in place and the patient is reported to be in good condition.